Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: the pump failed to power on; retrieval of the pump¿s black box data was unsuccessful. Moisture was observed behind the display lens and on the pump¿s internal components once the pump was opened. A crack in the pump¿s case was discovered on investigation. Display screen, keypad, audio and vibration functions could not be evaluated due to moisture damage and failure to power on the pump. The pump failed a leak test due to the crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/ moisture) issue. The reporter stated that, after wearing the pump while swimming, alarms began to sound from the pump and the display screen went blank. Moisture was observed under the screen. The battery was changed and the verify screen appeared, but then went blank. The battery was changed again, but the screen remained blank and the pump made no audible tones. No damage to the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.